Event description:
The customer's mother reported via phone call that the insulin pump stopped working, alarmed no delivery, followed by motor error shortly thereafter. The customer's mother was unsure of the timing of the motor error alarm nor whether there were any significant events leading up to the alarms. The customer woke up with high blood glucose of 530 mg/dl. The caller was unsure whether the insulin pump had alarmed motor position encoder error. The caller was advised to replace the insulin pump, and the caller stated that the she would call back when the customer and the insulin pump were available to provide the necessary information to process a return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.